Manufacturer narrative:
This device is not available for analysis. This report is filed september 25, 2013.

Event description:
Per the clinic, the sound processor was found to have become hot when used with a rechargeable battery. No reports of patient injury are associated with this event.

Manufacturer narrative:
(B)(4).